Event description:
On (B)(6) 2011, customer reported that the instrument generated false low sodium (na) results on patient samples. Results were not reported out of the lab. Customer stated that when the issue was noticed, samples were repeated on the other dxc instrument in the lab and those results were reported. Customer did not provide copies of patient results. Customer only provided one verbal example. Field service engineer (fse) examined the instrument and replaced all ion selective electrode (ise) tubing, decontaminated the ise system, and replaced the carbon bridge. Fse verified performance.

Manufacturer narrative:
Evaluation, results: fse also replaced the carbon bridge.